Manufacturer narrative:
This event occurred in (B)(6). Facility name - the full facility name was provided as (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for tina-quant iga gen.2 (iga) on a c502 analyzer. The sample initially resulted as <0.5 g/l. The sample was repeated with an increased sample volume, resulting as <0.05 g/l which was reported outside of the laboratory. The sample was sent to another laboratory, where it was tested on a different analyzer, resulting as 0.32 g/l. The patient was not adversely affected. The c502 analyzer serial number was asked for, but not provided. It was noted that the customer was using a standard iga test application, instead of the sensitive application of the test.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Calibration and quality controls were within range. It was noted the customer was using the standard iga application with a measuring range of 0.50-8.00 g/l instead of the sensitive iga application which has a measuring range of 0.1-4.0 g/l. It was suggested to the customer to use the sensitive application for these types of samples.